Manufacturer narrative:
Part number # 124-75 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k965132. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company rec'd a report where it was claimed that the tube developed a leak during pt use. The source of the leak could not be identified. As a result, the caller reported that the pt was extubated and reintubated with a replacement tube.